Manufacturer narrative:
The customer's report that the epidural tubing cracked and leaked was not confirmed. The set samples were not received for evaluation. No root cause was able to be identified. The device history record for model 30893-07 lot 19025228 shows the set was manufactured on 06feb2019 with a total of 6,003 units. There was a quality notification issued for leak (200303047) during the production build of this set in which affected product was identified, segregated, and a global hold ship notification done. Although the issue could not be confirmed because no product was returned, this model and lot are included in the medical device recall notification (z-1967-2020).

Event description:
It was reported that in the birthing center, tubing cracked at the hub which resulted in a pain medication leaking below the connection site during patient use on three separate occasions on two separate patients causing the patients to lose their pain relief. This event did not result in a serious injury, and it was reported it¿s unknown if this event caused a delay or change in the course of treatment.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the birthing center, tubing cracked at the hub which resulted in a pain medication leaking below the connection site during patient use on three separate occasions on two separate patients causing the patients to lose their pain relief. This event did not result in a serious injury, and it was reported it¿s unknown if this event caused a delay or change in the course of treatment.